Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that during patient use, a 'low fio2' (fractional inspired oxygen) alarm occurred. The sensor could not be calibrated. There was no medical intervention or adverse patient effects reported.